Manufacturer narrative:
Additional information: b5, b6.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized for peritonitis on (B)(6) 2025 and released on (B)(6) 2025. The patient wasn't using a face mask, hand sanitizer, etc. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and nausea at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every 4 days and ip cefepime at 1000 mg daily to address the infection while hospitalized and following discharge. The patient was able to undergo continuous ambulatory pd (capd) utilizing baxter manual solutions (not fresenius products) as capd was the preference of renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. An additional wbc count obtained in the outpatient clinic on (B)(6) 2025 presented with 11/mm3 following antibiotic administration. As the previous antibiotics caused nausea, the patient was transitioned to ip gentamicin at 60 mg daily for continued antibiotic therapy at home. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event while on antibiotic therapy as they continued ccpd therapy at home post-discharge.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized for peritonitis on (B)(6) 2025 and released on (B)(6) 2025. The patient wasn't using a face mask, hand sanitizer, etc. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and nausea at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with no growth in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the culture yielded no growth as the patient was placed on antibiotic therapy prior to obtaining his effluent fluid sample for culture testing. The patient was prescribed intravenous vancomycin at 2000 mg and intraperitoneal cefepime at 2000 mg (frequency and duration not reported) to address the infection while hospitalized. The patient was able to undergo continuous ambulatory pd (capd) utilizing baxter manual solutions (not fresenius products) as capd was the preference of renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotic therapy at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Breaks in asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures yielded no growth due to preemptive antibiotic administration, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized for peritonitis on (B)(6) 2025 and released on (B)(6) 2025. The patient wasn't using a face mask, hand sanitizer, etc. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and nausea at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with no growth in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the culture yielded no growth as the patient was placed on antibiotic therapy prior to obtaining his effluent fluid sample for culture testing. The patient was prescribed intravenous vancomycin at 2000 mg and intraperitoneal cefepime at 2000 mg (frequency and duration not reported) to address the infection while hospitalized. The patient was able to undergo continuous ambulatory pd (capd) utilizing baxter manual solutions (not fresenius products) as capd was the preference of renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotic therapy at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.